Event description:
It was reported that a burnt residue was on the shaft of the bur. During the surgery, a small area of skin was burnt. A replacement was available.

Event description:
It was reported that a burnt residue was on the shaft of the bur. During the surgery a small area of skin was burnt. A replacement was available.

Manufacturer narrative:
The reported device was not received for investigation; therefore, the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: manufacturing defect (grease application). High friction due to components interaction. Surface not smooth. Poor/lack of suction. Clogged shaver blade preventing fluid suction and cooling. In sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation. The product was not returned for investigation, therefore the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.